Manufacturer narrative:
Analysis was unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, broken reservoir tube lip, cracked keypad overlay at select button, scratched case, minor scratched display window and keypad overlay texture damage. (B)(4).

Event description:
The customer's father reported via phone call the reservoir compartment had missing piece. The customer¿s blood glucose was 74 mg/dl at the time of the incident. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.